Event description:
It was reported that when the dr stuck the probe in the shoulder joint of a pt, the tip came off and just floated in the saline in the pt's joint. Furthermore, they were able to get the tip out safely. Another stryker super 90-s probe was used, and the case was completed successfully.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.